Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), a high out of range pace and shock impedance measurement was exhibited when the atrial lead was connected. The device was removed from the pocket and the connections were checked. The device was put back in the pocket and the issue was resolved. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.